Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified mid left anterior descending (lad) artery. A 4.00x20 synergy¿ drug eluting-stent was attempted to be advanced through a 5.5fr non bsc guide extension catheter but resistance was felt upon advancing. The device was withdrawn and it was noted that the stent had lifted up. The procedure was completed with a same sized promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts throughout the stent that were pulled and misaligned. The stent struts moved 1.5mm proximal of the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip was damaged. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified mid left anterior descending (lad) artery. A 4.00x20 synergy¿ drug eluting-stent was attempted to be advanced through a 5.5fr non bsc guide extension catheter but resistance was felt upon advancing. The device was withdrawn and it was noted that the stent had lifted up. The procedure was completed with a same sized promus premier stent. No patient complications were reported and the patient's status was good